Manufacturer narrative:
Patient weight is an approximation. Additional information: patient demographics provided. It was reported that restarting the imaging system restored functionality.

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to site to test the equipment. Representative reported that 15 amp fuses were replaced and inrush suppressor was installed. Issue resolved after replacing the parts. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect parts have not been received by the manufacturer for evaluation.

Event description:
A site representative reported that during spinal fusion procedure, the mobile view station (mvs) of the imaging system displayed black screen. It was reported that initially the viewing station was functioning normally and then displayed black screen. The procedure was completed with the use of imaging. There was a delay of less than 1 hour. No impact on patient outcome.